Event description:
It was reported that the user experienced intermittent dexcom g7 connectivity to the ilet with three bars shown as loss of signal while at a crowded mall; the user still had glucose values in the dexcom app and was guided to enter a blood glucose value, re-pair the sensor code, and restart the ilet, along with education that local bluetooth congestion could contribute to signal interference. Symptoms included no adverse clinical symptoms and no change in blood glucose control. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included user troubleshooting, device restart, sensor re-pairing, and education on environmental bluetooth interference. Investigation of this case revealed a communications disruption between the cgm and ilet consistent with environmental radiofrequency or bluetooth interference rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was external electromagnetic or bluetooth interference leading to temporary signal loss without clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.